Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This type of event is typically due to excessive force being applied during use (and rotating the device in reverse mode). If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via FDA maude report letter (mw5075823) that during an acl procedure the 9 mm flip cutter broke while in use. FDA maude report letter did not provide any further information. It is unknown if the piece which broke while in patient was retrieved or not. FDA maude report letter did not contain reporter or facility name or contact information. Therefore, no follow up is possible.